Manufacturer narrative:
The customer could not locate the device for evaluation. This service was canceled. This service was canceled.

Event description:
It was reported that the brakes would not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Not repaired.

Event description:
It was reported that the brakes would not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Not repaired